Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. The tandem user guide states - always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Subsequently, while attempting to troubleshoot the issue, the customer inadvertently performed the fill load tubing process multiple times while connected to the infusion set site. Additionally, the customer was not performing the air removal technique, and also inserting the cartridge upside down. Subsequently, the customer experienced a blood glucose (bg) level of 20 mg/dl. The customer was transported via ambulance to the hospital and was subsequently hospitalized. Bg was treated with intravenous glucose and carbohydrates. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage.